Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. (B)(4).

Event description:
Per received report: the procedure was coil embolization for anterior communicating artery that was not calcified and not tortuous. During the procedure, while the physician was advancing a delta plush (cpl100306/g14397, complaint product) in a microcatheter (excelsior sl10), he encountered severe resistance. Once the deltaplush was out of the microcatheter, the deltaplush was found to be damaged at the introducer sheath. It is unknown where exactly it damaged and what the damage really was. Since the microcoil was exposed from the introducer sheath, the physician decided to replace it for a new one. It is unknown if the microcatheter was also replaced or not. Afterwards, the procedure was successfully completed and there was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instruction. The complaint product is going to be returned for evaluation. The microcatheter is not available. No additional information is available.

Manufacturer narrative:
During a coil embolization in the noncalcified nontortuous anterior communicating artery severe resistance was encountered when advancing a deltaplush ((B)(4)) in an excelsior sl 10 microcatheter. Once the deltaplush was out of the microcatheter, the deltaplush was found to be damaged at the introducer sheath. It is unknown where exactly it damaged and what the damage really was. Since the microcoil was exposed from the introducer sheath, it was replaced for a new one. It is unknown if the microcatheter was also replaced or not. Afterwards, the procedure was successfully completed and there was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instruction. The complaint product is going to be returned for evaluation. The microcatheter is not available. The proximal section of the coil was returned damaged. The coil was severely buckled inside the sheath. At this same section, the coil protruded outside the sheath. The coil was found unraveled out of the soldered section which required excessive external force. The evidence strongly suggests that the root cause of the severe resistance inside the microcatheter and the protrusion of the coil out of the sheath were due to distal interference. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and without the return of the concomitant microcatheter, no conclusion can be made regarding the reported resistance between the deltaplush microcoil system and the noncodman microcatheter. This device interaction appears to have caused the damage reported and noted on the returned device. With review of the analysis and the device history records it appears that procedural factors likely contributed to the event with no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.